Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer complaint alleges "filter in use on expiratory side of vent (servo-I) using 880-36kit circuit. Filter works fine for a few hours and then restricts flow setting off vent alarm. (Cont.). Clinician said it acts like a one way valve is closing inside filter". It was reported there was no patient injury or consequence. Patient condition reported as "fine".

Event description:
Customer complaint alleges "filter in use on expiratory side of vent (servo-I) using 880-36kit circuit. Filter works fine for a few hours and then restricts flow setting off vent alarm. Clinician said it acts like a one way valve is closing inside filter." It was reported there was no patient injury or consequence. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, ten pieces of the same product code were selected from current production at the manufacturing facility. The samples were visually inspected and no defects were observed. They were also drop tested and no issues were encountered. All ten samples passed the drop test. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.